Event description:
It was reported that cartridge alarm occurred and caller could not complete cartridge loading because alarm kept recurring. There was no adverse impact to the customer¿s blood glucose level. Caller was not able to successfully load cartridge and resume insulin therapy, and no additional information was received regarding any further actions taken by customer or technical support.